Manufacturer narrative:
(B)(4). No device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular revision; (B)(6), (B)(6) hospital (B)(6) 2018. When inserting screws into the new acetabular cup the ractchet on the handle did not appear to ratchet. Was still able to insert screws during case. No delay to the procedure. No impact to patient.